Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the cuff was very difficult to void. The previous 3.5 cm cuff was explanted and replaced with a new 4.0 cm cuff as a result. The replacement 4.0 cm cuff was implanted in a different section of the urethra. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.